Event description:
Advancement and deployment of the zenith endovascular graft went without complication. Post angiogram performed after ballooning noted a distal type I endoleak at the distal fixation site of the contralateral iliac leg graft. The molding balloon was readvanced into the vessel and inflated several times in an effort to resolve the endoleak. No resolve of the endoleak was noted. A main body extension was deployed overlapping the leg graft by slightly more than one stent body. At the viewing of the conclusion angiogram the endoleak was not detected and a patent right internal iliac artery was observed.